Event description:
On (B)(6)2010, a (B)(6) male patient, (B)(6), height unknown, was operated on for an abdominal hernia repair. Surgimend, lot number unknown, was used to repair the defect. On (B)(6)2010, the patient required additional surgery following wound dehiscence. The product was explanted and was replaced with another piece of surgimend. At the time of the second surgery, the surgeon did not believe the wound dehiscence occurred because of failure of the initial implant.